Manufacturer narrative:
The insulin pump was received with an unexpected grinding motor noise noted during rewind due to faulty motor and corrosion traces found at the motor assembly. However, the insulin pump was monitored and no blank display anomalies were noted. No damage on the lcd isolation tape noted. The insulin pump powered up properly after battery installation and the operating currents within specifications. The insulin pump had minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was 114 mg/dl. The customer stated that he walked in a restaurant and the patrons heard a loud high pitch squeal. The customer was advised to insert new aaa alkaline batteries. The customer stated that he did not have an aaa alkaline battery to test with the pump. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.